Manufacturer narrative:
H3 customer confirmed the product will not be returning for analysis. Therefore, this event is reported based on the information provided by the customer. The complaint is specific to the mounting bracket, not the alarm dvice. The mounting bracket is not serialized nor does it have a lot number, therfore the DHR could not be reviewed. A review of the complaint database did not reveal any similar events against this issue in the past two years. Therefore, it appears this complaint was an isolated event. The issue appears to be related to user set-up, not specific to the product. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4) h3 other text : product not returned

Event description:
Reported complaint via email: description of event: "per customer, part of root cause of a fall was that the alarm was turned off by patient. That was because alarm was mounted within patients reach. Per customer, they would like alarm to be mounted between patients shoulder blades on wheelchair out of their reach; reported skus include part 8269 and 8208l. No product will be returned.